Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. Complaint sample was not received in the teleflex lma packaging. The device was used and the backplate was observed to have a small tear at the leaking point. The cuff was deflated using a syringe and eventually the cuff returned back to the normal condition. The cuff was inflated until the cuff pilot indicator was in the red zone. After 10 seconds the indicator returned to the original position (top of the yellow area). There is a bubble observed inside the airway tube coming from the cuff joint to the backplate. The reported defect was confirmed through visual and functional inspection. The cuff could not be inflated due to the tear on the backplate. This is a manufacturing related defect. The possible root cause is suspected to be due to tweezers used during touch up to remove the hardened glue inside the distal end of the airway channel of the device. Corrective action will be finalized and recorded in (B)(4).

Event description:
The event is reported as: the customer alleges the cuff deflated during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the cuff deflated during use. There was no patient harm reported.